Event description:
The olympus was endoscopy account manager was informed that the customer high-definition liquid crystal display monitor would not power on. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) visited the user facility, checked the monitor and confirmed the customer¿s reported issue, there was no image on the monitor. The unit was getting power and the led (light emitting diode) was lit. The ess identified that the control panel buttons would not illuminate and no image or boot up logo was displayed as if the unit was not booting up. The subject monitor was returned to the olympus service center. The non-functional front panel and no video was confirmed and was isolated to a defective circuit (bi) board. Additionally, the 5volt harness was damaged. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.